Event description:
The clinician reported that on the day the dental implant was placed, in ada 14 of the patient's mouth, a failure occurred upon insertion. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain. No further patient complications were reported.